Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, " intermittent connection while on dc power supply", which was observed and confirmed during physical inspection. The cause was determined to be depressed battery pins that were unable to rebound as designed. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device was observed to have intermittent connection while on dc power supply. There was no patient involvement.